Event description:
The customer reported the x-ray indicator light is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the light bulb. System operates as intended. (B)(4).